Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when firing during a laparoscopic sleeve gastrectomy, the staple line was incomplete distally and there was a poor staple formation. Another stapler and reload was used to fix the staple line. There was no patient injury.